Event description:
It was reported that tandem mobi pump issued cartridge alarm after exposure to external magnet. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support, removed cartridge, delivered 9-unit bolus successfully, reloaded original cartridge, and resumed insulin therapy, and technical support educated customer about avoiding magsafe magnets, so issue was resolved.